Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon tried passing the surefire scorpion needle (lot: 10166813) through the patient's cuff and on the second pass, the tip of the needle broke off. The needle had not been fired very much. This needle tip was retrieved. The surgeon opened a second surefire scorpion needle of the same lot number (lot: 10166813) and used it to pass the remaining fiberwire sutures. This needle tip also broke and was unable to be retrieved. This tip is still inside the patients shoulder. The case was completed as planned and the patient is recovering. Sales rep states that the surgeon assumes the tip will be encapsulated by tissue and will not cause any issue to the patient.